Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. Additionally, customer reported a low blood glucose (bg) level that was 42 mg/dl. Cause of low bg was not known. Customer required assistance from emergency medical technicians to address low bg (graham crackers, juice, and intravenous drip) and transported the customer to the emergency room. Multiple attempts were made by tandem technical support to obtain additional information regarding low bg; however, the customer did not respond. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged screen on/quick bolus button issue was verified. Functional/duplication testing was performed, and no failure was identified related to the reported low blood glucose issue.